Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, loss of connection and loss of pacing were observed for the device, which is subject to the field safety notice issued in (B)(6) 2018. It was replaced on (B)(6) 2018. The defibrillation lead was replaced at the same time, due to artifacts sensing and abnormal impedance measurements.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, loss of connection and loss of pacing were observed for the device, which is subject to the field safety notice issued in (B)(6) 2018. It was replaced on (B)(6) 2018. The defibrillation lead was replaced at the same time, due to artifacts sensing and abnormal impedance measurements.